Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during dwell 1. The patient was connected at the time of the alarm. The patient line was properly primed and no patient extension lines were being used. The patient did not disconnect any time prior to the alarm and all of the bags were properly connected. The registered nurse (rn) stated that the unused supply lines were not closed. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections and proper procedures per the user manual were reviewed with the reporter. The technical service representative (tsr) reviewed proper procedure with the rn. The tsr had the rn cycle the power and system error 2367 alarmed. The rn would restart the setup with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received. A 510(k) number will not be provided in the emdr because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was "use error - open clamp". The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.